Event description:
It was reported that the stent graft, intended for placement in a pseudoaneurysm of a loop av graft, could not be deployed and the delivery catheter broke during the deployment attempt. Reportedly, the physician advanced the device to the intended treatment site. Approximately 2 cm of the stent graft partially deployed when the outer catheter broke. The device was removed from the patient without an issue, and another stent graft was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. The sample was returned for evaluation. Upon receipt of the sample, 1 cm of the stent graft was partially deployed. The outer sheath of the delivery system was torn off and elongated in that area. As there were no missing segments of the deployment system or the stent graft, it was confirmed that nothing remains in the patient. The condition of the sample leads to the conclusion that very high friction forces affected the system, which resulted in the damage to the outer sheath. Based on the information available and the investigation of the returned sample, the exact cause for the high friction forces cannot be determined. The application (treatment of a pseudoaneurysm in a loop graft in the patient's left upper arm) represents off-label use. The fluency plus tracheobronchial stent graft is indicated for treatment of tracheobronchial strictures.